Event description:
It was reported by clinical engineering that failure modes commonly seen include pressure sensor issues (upper pressure sensors). This issue was reported to manufacturer representative during site visit. No further information available. No devices available for investigation. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.